Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50676287) inserted. The report describes a case of pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia") and ovarian cyst ("right ovarian cysts"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 7 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menometrorrhagia (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject experienced ovarian cyst (seriousness criterion hospitalization). The subject was treated with surgery (total laparoscopic hysterectomy, left salpingectomy,right salpingoophorectomy), and surgery (right salpingoophorectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, menometrorrhagia and ovarian cyst had resolved. The investigator considered menometrorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The investigator considered ovarian cyst to be unrelated to fallopian tube occlusion insert. The reporter commented: insertion procedure: anesthesia method used: local anesthesia, percocet, xanax; adequate visualization of the right and left tubal ostia. After removal procedure: status of left and right tube - intact diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2017: quality safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50676287) inserted. The report describes a case of pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia") and ovarian cyst ("right ovarian cysts"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 7 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menometrorrhagia (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject experienced ovarian cyst (seriousness criterion hospitalization). The subject was treated with surgery (total laparoscopic hysterectomy, left salpingectomy,right salpingoophorectomy), surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingoophorectomy) and surgery (right salpingoophorectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, menometrorrhagia and ovarian cyst had resolved. The investigator considered menometrorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The investigator considered ovarian cyst to be unrelated to fallopian tube occlusion insert. The reporter commented: insertion procedure: anesthesia method used: local anesthesia, percocet, xanax; adequate visualization of the right and left tubal ostia. After removal procedure: status of left and right tube - intact. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 26-050) had fallopian tube occlusion insert (batch no. 50676287) inserted. The report describes a case of pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia") and ovarian cyst ("right ovarian cysts"). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 4 years 7 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menometrorrhagia (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the subject experienced ovarian cyst (seriousness criterion hospitalization). The subject was treated with surgery (total laparoscopic hysterectomy, left salpingectomy,right salpingoophorectomy), surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingoophorectomy) and surgery (right salpingoophorectomy). Fallopian tube occlusion insert was removed on (B)(6)2017. On (B)(6) 2017, the pelvic pain, menometrorrhagia and ovarian cyst had resolved. The investigator considered menometrorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The investigator considered ovarian cyst to be unrelated to fallopian tube occlusion insert. The reporter commented: insertion procedure: anesthesia method used: local anesthesia, percocet, xanax; adequate visualization of the right and left tubal ostia. After removal procedure: status of left and right tube - intact. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.